Event description:
Complainant alleged that during biomed testing the device displayed a "bridge test failed" message complainant indicated that there was no pt involvement in the reported malfunction.